Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the universal side manipulator (usm) exhibited instrument engagement failure and illuminated with the yellow led during instrument installation. The customer received phone assistance from the technical support engineer (tse). A system log review was not performed as the system was not connected to onsite at the time of the call. Upon verification, user stated recognition/engagement issues with usm with several instrument. Prior to the call, troubleshooting was performed by installing the instrument into another usm and no further issue was observed. Tse suggested to further troubleshoot by reseating the sterile adapter on usm and replacing the sterile instrument arm drape. User declined and indicated that the surgeon elected to continue the procedure under the current condition. No further issue was reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the persistent usm issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and decided to proactively replace the usm per tse recommendation. After usm replacement, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The engagement failure was confirmed and reproduced during review of the system logs and when the usm was tested with an in-house system in normal mode. The unit failed testing specification. Visual inspection confirmed signs of fluid intrusion on the axes controller carriage interface (acci) pod assembly. The degree of freedom (dof) 6 gearbox and rotor, top plate and acci pod assembly were replaced. The axes controller carriage logic board and all presence pins were also proactively replaced. The complaint regarding was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: during a procedure, the usm exhibited persistent issue. Failure analysis confirmed a defective usm due to mishandling and misuse that resulted to component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.